Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: left unknown mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with unknown mentor saline breast implants which the right side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient experienced bilateral deflation. Manufacturer¿s reference number: (B)(4).